Manufacturer narrative:
Evaluation summary: there was no damage evident to the distal tip. The 11th and 12th distal stent segments had raised and deformed struts. The proximal end was severely bunched and had several raised and deformed stent struts. (B)(4).

Event description:
It was reported that an attempt was made to use an integrity device to treat a lesion exhibiting tortuosity and degree of calcification of the vessel was moderate. The lesion also exhibited 60% stenosis. It was reported that it was not possible to reach the target lesion, and when the device was removed from the patient it was noted that the distal struts were uneven. The device was removed from its packaging per IFU. The device was inspected and negative prep performed with no issues noted. The vessel had been pre-dilated. Resistance was noted while advancing the device to the lesion however excessive force was not used. Another integrity device of same diameter was used to complete the procedure. No patient injury was reported